Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. X-ray image was assessed. The complaint is for infection which would not be readily diagnostic on plain films. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet unknown pectus support bar catalog#: unknown lot #: unknown; zimmer biomet unknown pectus stabilizer catalog#: unknown lot #: unknown. G2: foreign - sweden. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to migration and infection following implantation of a pectus bar. Cultures were positive for c. Acnes. Patient was also treated with antibiotics. Patient did not want to have the bar corrected or a new bar. Patient started swimming at high school a month after surgery. The bar was clearly infected at reoperation. Attempts have been made and no further information has been provided.